Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the atrial lead impedance exhibited one low impedance reading. Since the patient is in atrial fibrillation at the moment, the physician elected on leaving the system as is. No adverse consequences were reported.

Manufacturer narrative:
(B)(4).